Event description:
User facility medwatch report received that states "when the physician attempted to deploy closure sutures of the device to right femoral artery, he was unable to remove the delivery portion of the device. The device was retained in the patient and removed surgically in the or." No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch report# (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.